Event description:
Healthcare professional reported a port leaking at the tubing. Port was replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and date of event. The information has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is either a taper I or taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, the event date, diagnostic testing and pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."